Manufacturer narrative:
Returned for assessment and repair was one venacure1470 unit (sn (B)(4)). Assessment of the unit determined the unit functioned as intended. The customer's complaint description is confirmed as the pts did experience blood clots. Although the complaint is confirmed, a root cause for the complaint description cannot be determined, as the laser was thoroughly tested and met all specifications. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a mfg or design failure. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual (venacure 1470 operator manual us, version 2.0), which is supplied to the user with this unit lists dvt as a potential adverse effect of the procedure. A review of the lot history records was performed for the disposable fibers the customer had rec'd in the previous 6 months obtained through the shr for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(4) 2013, a pt of unk gender and age presented for an endovenous laser procedure. The procedure was successfully completed with no reported complications or device malfunctions. Post-procedure, the treating physician reported the pt had developed a clot near the junction. There was no report of permanent harm or injury to the pt due to this event. The reported laser generator has been returned to the MFR for eval.